Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to incorrect clearance by machine maintenance. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was not performed due to the labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley insertion tray did not come with the syringe or solution. The patient stated that the nurse had to use two trays for each insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley insertion tray did not come with the syringe or solution. Patient stated nurse had to use two trays for each insertion.